Event description:
It was reported that there was placement difficult at implant of the right ventricular (rv) lead which was determined to be due to patient anatomy. Due to the location that the lead was placed, the threshold was high at implant and then chronically high afterwards. The lead was explanted and replaced. No patient complications have been reported as a result of this event.